Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-apr-18. The patient provided his weight at the time of the event and indicated that a hcp slowly began to fill his pump after a month of going through withdrawals. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl ("10,000" given as concentration, unknown dosage) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was getting his pump filled every 3 months and he was supposed to get it filled on (B)(6) 2018, but was unable to find a doctor to refill the pump. He had been going through withdrawal since then. The pump also began to alarm two weeks ago relative to (B)(6) 2018. It was noted the patient's managing physician had left the area. Doctor listings were provided to the patient and they were redirected to follow up with a doctor to silence the alarm and fill the pump. No further complications were reported.